Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that pump module infused too fast. Although several attempts made to the customer there is no patient event details or product return provided by the customer.